Manufacturer narrative:
(B)(4).   Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4)

Event description:
It was reported that stent dislodgement occurred. A 6.0mmx18mmx150cm express® sd renal/biliary stent was selected for a patient procedure. However, during the procedure and inside of the patient's body, the stent slid off the uninflated balloon. No patient complications were reported and the patient's status was fine.